Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The procedural sheath was pulled back against the proximal end of the shuttle. The sealant was protruding from the shuttle cartridge side slit. Blood was observed on the outer surface of the sealant. The advancer tube was found inside the shuttle cartridge which indicated that an incomplete engagement of the advancer tube occurred. The shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. The mynxgrip device is manufactured with a slit at the end of the shuttle cartridge, which is not a crack. The slit is designed to decrease unsheathing force and increase deployment reliability. If the sealant sleeve is displaced, the sealant will be exposed and the slit of the shuttle cartridge will become visible. Based on the provided information and the investigation performed, the reported failure to deploy might have been caused by the sealant swelling up and increasing the sealant profile causing the sealant to wedge between the shuttle cartridge and the sheath. The review of the lhr (lot f1422402) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).

Event description:
The following information was reported: the shuttle tube cracked when shuttling down. The device was removed and manual pressure was applied for 15 minutes. The patient was not hospitalized. Procedure type: diagnostic coronary; stick location: medium; sheath size: 6f.